Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 3993210, 510k # k172199 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l3-l4. In this surgery, a cage was implanted with 4mg of rhbmp-2/acs in it. On an unknown date, post-op, the cage migrated outside interlumbar space. Hence, on (B)(6) 2020, an additional tlif was performed at the same level with a new cage and without rhbmp-2/acs.